Event description:
During a ptca procedure involving a calcified and 90% stenotic left circumflex lesion, the maverick2 monorail balloon was suspected to have ruptured below nominal pressure. The number of inflations is unk. A medikit introducer sheath, a neos guide wire, and 6f mach I guide catheter were also used in the procedure. No pt injuries or complications were reported.